Event description:
Vascular intervention case to treat coronary isr. A turbo elite laser catheter was in use and it was noted that the radiopaque marker band came off of the device during treatment. The band was snared and successfully removed. The patient was discharged without additional adverse effects. Note: this is off label use of this device.